Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned to the distributor for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment/death. Manufacture date monitor - (B)(4) - 08/07/2015. Belt - (B)(4) - 03/27/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 01:50:00. Review of the patient's download data reveals that the patient experienced a treatment event on (B)(6) 2020, the day before their passing, consisting of five appropriate shocks and five inappropriate shocks. Non-sustained ventricular tachycardia (nsvt) contributed to the false detections. The rapid rate satisfied the rate detector of the detection algorithm. The patient was reportedly staying in a health and rehabilitation facility at the time of the event and the patient's nurse reported having witnessed the event. The patient's nurse stated that the patient became unresponsive following the treatments. The first treatment was delivered while the patient was in ventricular tachycardia (vt) at 190 bpm and the patient's rhythm was successfully converted to sinus beat with nsvt that transitioned to idioventricular rhythm. The second and third treatments were delivered while the patient was in idioventricular rhythm with intermittent nsvt. The fourth treatment was delivered while the patient was in vt at 200 bpm and the patient's rhythm was successfully converted to sinus rhythm at 90 bpm with intermittent nsvt. The fifth and sixth treatments were delivered while the patient was in vt at 190 bpm, but the arrhythmias were not successfully converted. The seventh treatment was delivered while the patient was in vt at 190 bpm and the patient's rhythm was successfully converted to sinus tachycardia at 100 bpm with intermittent nsvt. The eighth, ninth, and tenth treatments were delivered while the patient was in sinus tachycardia with nsvt. The response buttons were pressed intermittently throughout the event, but not immediately prior to the delivery of the treatment shocks. The response buttons were found to be fully functional. The patient received medical attention at a hospital where they passed away at 1:50 am on (B)(6). There is no indication that a device malfunction caused or contributed to the patient's death.